Manufacturer narrative:
H6: investigation summary a complaint of leakage at the connection site and the set being difficult to connect was received from the customer. Photos of the set and packaging were provided by the customer. The connection issues could not be seen in the provided photos. A device history record review for model mp5303-c lot number 22109025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received, a root cause could not be determined.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector blood leaks and attachment is difficult. There was no report of patient impact. The following information was provided by the initial reporter: multiple complaints from staff regarding the extension set mp5303-c. I think the biggest complaint is attaching the extension to the angiocath when starting the ivs. It is more difficult to attach, and the hub gets very bloody because it doesn¿t twist on as easy.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-feb-2023. Investigation summary: a complaint of leakage at the connection site and the set being difficult to connect was received from the customer. Photos of the set and packaging were provided by the customer. The connection issues could not be seen in the provided photos. Two samples were also received for investigation. Through visual inspection, no defects or damages were observed on the set. The set was then attached to a stopcock and primed with no leakage observed. No issues with connection were observed. The failure could not be replicated. A device history record review for model mp5303-c lot number 22109025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to the failure not being able to be replicated, a root cause could not be determined. A review of the male luer connector has determined that it is constructed within its design parameters. An evaluation of the male luer connectors was conducted to attempt to recreate connection issues and leakage issues, however, no issues could be replicated.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector blood leaks and attachment is difficult. There was no report of patient impact. The following information was provided by the initial reporter: multiple complaints from staff regarding the extension set mp5303-c. I think the biggest complaint is attaching the extension to the angiocath when starting the ivs. It is more difficult to attach, and the hub gets very bloody because it doesn¿t twist on as easy.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector blood leaks and attachment is difficult. There was no report of patient impact. The following information was provided by the initial reporter: multiple complaints from staff regarding the extension set mp5303-c. I think the biggest complaint is attaching the extension to the angiocath when starting the ivs. It is more difficult to attach, and the hub gets very bloody because it doesn¿t twist on as easy.